Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer stated the surgeon could not take off the connector (adapter) of the catheter tubing and dialysis tubing during procedure; he then changed to a new dialysis catheter.